Manufacturer narrative:
Eval is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt.

Event description:
It has been reported to us that the pt had small neurological reactions during the procedure. The physician inserted the angiographic catheter into the pt's right coronary artery. The physician injected contrast media into the pt. The physician then noticed small neurological reaction represented by some memory loss and disorientation. The pt was able to react in response to questions asked in terms of gestures. The pt had completely recovered about two hrs after the procedure, and is reported to be fine.